Manufacturer narrative:
(B)(4). The device was received and an evaluation is complete. A visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was connected to the transfer set with no problem. A pressure test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to connect a cassette set to a transfer set. This occurred during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.